Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, it was noted that the right atrial (ra) lead exhibited low pacing impedance and was damaged. The ra lead was not used and was replaced. The patient was in stable condition.